Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had a crack in the hub that was found before use. The following information was provided by the initial reporter, translated from chinese to english: "during the examination of the indwelling needle before giving the patient injection, a crack was found at the catheter joint "

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262050. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device visual inspection was performed on retention samples for this lot, the units were found to be free of any abnormalities or damage. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had a crack in the hub that was found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the examination of the indwelling needle before giving the patient injection, a crack was found at the catheter joint".